Event description:
It was reported the patient had a loss of therapeutic effect and increased incontinence. Patient symptoms included incontinence and pre-device symptom return. Interventions included reprogramming and medication adjustment. Oxybutynin, bactrim, and terazosin were administered. Impedance measurements were all within normal range. The event was noted as related to programming. The event was possible related to the device or therapy and unlikely related to the implant procedure. The outcome was ongoing.

Manufacturer narrative:
Comcomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 889-28, lot# v872640, (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2012-(B)(6), product type extension.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.